Event description:
It was reported that the patient was experiencing pain at the ipg site and inadequate pain relief. It was also noted that the patient had difficulty charging the ipg as it was taking longer than usual. The patient underwent an ipg replacement procedure. Additional information was received that the patient was doing well postoperatively. The explanted ipg was not returned as it was kept by the medical facility.

Event description:
It was reported that the patient was experiencing pain at the ipg site and inadequate pain relief. It was also noted that the patient had difficulty charging the ipg as it was taking longer than usual. The patient underwent an ipg replacement procedure.